Event description:
It was reported that patient stated that the pacemaker is "moving" and that they have "soreness in their shoulder". Follow-up was conducted to obtain information on the patient and whether the complaints are device related, but the physician has not seen the patient. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.